Event description:
It was reported that, the compressor on a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) found a diagnostic code relevant to the alleged issue recorded in the memory logs and that the compressor battery was low. The se replaced the compressor solenoid and charged the battery. The se performed calibrations and extended self-testing on the device and all tests passed.